Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
During the replacement procedure, the helix of the attempted lead became "stuck" in the base of the right ventricle after dislodging from the apex and the screw would not retract. The replacement lead was capped and not replaced. No patient complications have been reported as a result of this event.